Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited myopotentials oversensing resulting in pacing inhibition. During an in-clinic device evaluation, the rv sensitivity was adjusted. No patient consequences were reported.